Manufacturer narrative:
This report is submitted on july 20, 2020.

Event description:
Per the clinic, the patient experienced a hole near the coil site. There was a revision surgery on (B)(6) 2020 under a general anesthetic to surgically repair the damage by stretching muscle tissue around the magnet site to allow the skin to heal over.